Event description:
It was reported that a uromax ultra balloon dilation catheter device was set for use in a transurethral ureteroscopic holmium laser lithotripsy procedure. During preparation, it was noticed that the balloon had a small hole and was leaking water. The procedure was completed with another of the same device with no patient complications. However, analysis of the returned device revealed that a balloon pinhole leak was noted approximately 12mm proximal from the distal markerband.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable investigation result of balloon pinhole. Block h11: investigation results the returned uromax ultra device was analyzed and a visual examination noted that the balloon was not folded which indicates that the device was subjected to positive pressure. It was also noted that device was attached to the encore inflation unit and carried out with a positive pressure using a de-ionized water. However, a balloon pinhole leak was noted approximately 12mm proximal from the distal markerband. Additionally, the rated pressure of the balloon was 20 atmospheres. A visual and tactile examination were performed to the tip and the shaft of the device, and no kinks nor damage were found. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation results it's most likely that the probability of the device having an interaction with a sharp object/implement during preparation for the procedure which would have contributed to the balloon perforation. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.